Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the patient applied a clear dressing to the skin after a venipuncture, and when the patch was changed, the patch covered skin was red and swollen above normal skin. The patient complained of local pruritus, immediately another dressing was changed , and the patient was given loratadine tablets orally, dexamethasone 5 mg intramuscular injection, and then complained of pruritus relieved. The next day all the symptoms disappeared.

Manufacturer narrative:
Additional information: d1, d4. We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains no further instances/ related events of the reported event. The device was used for treatment. No samples were returned for analysis. The reported issue may be linked to application or maintenance techniques. A clinical investigation concluded; this case reports that after four hours of using the dressing the patient experienced swelling, redness, and pruritus. Per e-mail communication it is unknown what other products were used and if the patient had any known allergies. The information provided is insufficient to determine whether the patient¿s symptoms, are due to a pre-existing or concurrent medical or surgical condition or procedure. It cannot be definitively concluded that the root cause of the reported issues are the direct result of using the s&n product. It was also noted that following medication all the symptoms disappeared. Since no further harm is anticipated no further clinical assessment is warranted at this time. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.